Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument manufacturing date: 06-nov-2022 expiration date: 01-nov-2032 part number: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right ¿ sterile lot number: 2849p95 (sterile). Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection certificate met all inspection acceptance criteria . Packaging label log (pll), lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed as the reported complaint condition of ¿locking mechanism did not engage properly due to technical error¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there was no damage or defects with the tfna fem nail ø10 r 125° l235 timo15. The allegation of will not lock cannot be confirmed. A dimensional inspection for the tfna fem nail ø10 r 125° l235 timo15 was not performed as it is not applicable to the complaint condition. A functional test could not be performed as the mating device was not returned. The overall complaint was unconfirmed as the observed condition of the tfna fem nail ø10 r 125° l235 timo15 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation surgery with the tfna nail for a femoral trochanteric fracture. After the blade was inserted, the locking mechanism was tightened with the screwdriver to the point where it clicks. The distal locking screw was inserted, and the end cap in question was inserted through the device. The end cap was not fully tightened when the insertion handle was removed. The surgeon determined that the locking mechanism did not encage properly and removed the end cap. Then, the surgeon tried to engage the locking mechanism. Even though the surgeon inserted the screwdriver many times, the locking mechanism did not turn at all, and kept spinning idle. Since the fracture was at the femoral neck, the operation could not be completed without locking the mechanism. The surgeon removed all the implants and replaced with a nail 1mm thicker in size. The surgeon inserted with great care to make sure that he inserted into the same place as before. Augmentation was hastily performed to increase the strength of the fixation. During closure, the nurse confirmed that there was significant soft tissue in the nail in question. After the soft tissue was removed, the locking mechanism engaged properly. The surgery was completed successfully with a 60-minute delay. According to the surgeon, since the locking mechanism engaged properly, it appeared that there was no defect in the products and considered it to be a technical error. The patient outcome was reported to be stable, and no other medical intervention was required. This report involves one 10mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 2 for (B)(4).